Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were sent for review and captured low voltage advisory and hazard alarms while using battery power. Emergency backup battery (ebb) faults were noted starting on (B)(6) 2026 at 19:45 and continued until the system controller was exchanged on (B)(6) 2026 at 20:14.